Event description:
"Syringe empty" indication on pca pump. Pump had cleared current history and programming. R.n. Reprogrammed and installed a new syringe. When pt pushed the pca button again the pump shut off and cleared history and programming.